Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, when the thread passed through the muscle, the needle pulled off. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It is stated: "problem encountered several times". What is the total number of patients? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? How many sutures presented pull off during each single procedure? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. How was procedure successfully completed? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.